Event description:
While using a resectoscope during a hysterectomy procedure, the surgeon saw a "white light" where the working element of the resectoscope connects to the electrosurgical power cable. Also, a burning smell was noted. The working element and cable were replaced and the case was completed. No injury was reported.